Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: after multiple attempts to have the device, the customer has not returned the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. Was there a drop in pressure? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? 5mm grasper. Was any torque being applied to the trocar or device? Asku.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when an instrument was removed from the trocar the staff could hear the gas leaking through the seal. The insufflator machine did not alarm. It is unknown what device was used to complete the procedure. No adverse consequences reported.